Manufacturer narrative:
The device and disposable set involved in the incident were requested for investigation; however, they were not sent to belmont for investigation. The rapid infuser device was determined to be end of life and rendered inoperable and could not be returned for investigation.the 3-spike disposable set was not returned to belmont for evaluation and lot number was not available; therefore, a thorough investigation of the disposable set is not possible. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies.the device was end of life and was replaced with a new ri-2 device. Although no device malfunction could be verified, belmont has opened a corrective action to further investigate and address smoke generating from the disposable. There is no information available on use of contraindicated fluids during the procedure, but certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. In order to ensure that the belmont's device is used as intended by the user facility, belmont's clinical specialist, michael craig visited the user facility in order to conduct a re-training on correct use of the device and avoid any such similar incident in future. The training was conducted on september 29th which included all the clinical staff and it was ensured that they are well aware of the compatible fluids and appropriate usage of the device as per belmont's specifications.additionally at the time of site visit, it was confirmedby the user facility that the device did not cause or contribute to the patient death. No device malfunction could be verified, and the root cause could not be determined. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The device involved in the incident was not returned to belmont medical technologies for evaluation. Although the patient involved in the incident died, the biomed confirmed that the device did not cause or contribute to the death. According to the biomed, the device started smoking during use.this was the disposable used. The system alarmed at least twice about overheating to alert the user of the condition of the device. Power cycled at least 2x. Unit smoking with burnt electrical smell. Disposable was working fine but unit had smoking. Although the patient expired, the biomed confirmed on 10/17/2022 that the device did not cause or contribute to the death. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. Belmont is in contact with the appropriate staff from the user facility in order to get the device back for investigation. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
According to the biomed, the device started smoking during use.this was the disposable used. The system alarmed at least twice about overheating to alert the user of the condition of the device. Power cycled at least 2x. Unit smoking with burnt electrical smell. Disposable working fine unit belmont smoking. Although the patient expired, the biomed confirmed on (B)(6) 2022 that the that the device did not cause or contribute to the death.